Event description:
User received a false positive hcg result for one patient sample. Initial result gave 39.52; repeat gave <0.500 miu/ml (negative). No information provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.